Manufacturer narrative:
(B)(4). Report source: foreign (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation as it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial knee arthroplasty while driving a headless pin the instrument fractured.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. D4: UDI # (B)(4). The complaint is not confirmed. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. Per instrument/provisional use, care and sterilization, 'inspect all instruments/provisionals carefully prior to each use. Do not subject instruments to high loads and/or impact as breakage can occur. If damage or wear is noted that may compromise the function of the instrument, do not use the device and contact your zimmer representative for a replacement. However, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.